Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that the patient stated they were having issues with their ins since implant of the actual ins. The patient said during the trial they went 3 days without taking pain meds, but hasn't gotten relief like that from the ins yet. The patient (pt) said they assumed the settings they used during the trial would provide the same result with ins, but pt wasn't getting any relief with those. Pt also said they would get settings to where they would get some relief when standing or walking, but then when they would sit down they would feel a little jolt (pt said not bad, but just the stim feeling). Pt asked if it was normal to feel stim feeling - patient services (pss) reviewed each pt's settings were different. Pt also asked if they should know what programs are for what areas, and why all the programs changed intensities when they hit the up button on the home screen. Pss reviewed group adjust and basic controller info and redirected to hcp/rep for therapy/settings questions. Pt also mentioned they said the ins charge would hold maybe 10 days or a week, and it did to start with, but pt charged fully like 3 days ago and today the ins was already back to needing to be charged so pt was currently charging.  The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient is doing fine.